Event description:
Covidien received information stating that the lower liquid crystal display (lcd) on an 840 ventilator had lines displayed. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).